Event description:
It was reported that the health care professional (hcp) requested a review of this pacemaker. Technical services (ts) received and reviewed the reports and noted that the pacing impedance measurements were out of range on the right ventricular (rv) channel. No adverse patient effects were reported. This pacemaker remains in service.